Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during an intraocular lens implant procedure, the haptic got stuck in the injector that was defective of course, and broke which was replaced by a new lens, however the patient suffers from blurred vision due to a traumatic lesion in the edge of the corneal incision following the tearing of the implant and its extraction. Additional information has been requested.

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.10. The product was not returned for analysis. The complainant indicates the use of cartridge, which is not qualified for use with associated iol model. The reported complaint was not observed as no sample was returned for analysis .however, based on the information provided by the customer, the most likely root cause is failure to follow instruction for use (IFU), as the surgeon states the use of non-qualified cartridge. The use of non-qualified combinations may result in delivery issues and/or damage. The manufacturer internal reference number is:(B)(4).